Manufacturer narrative:
Concomitant medical products: gw: runthroughx2, gc: profit 6f al1sh, bc: lacrosse 2.75/20mm, nc sprinter 3.0/20mm, stent: xience 3.0/30mm, select+ 2.5/13mm. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The patient was a (B)(6) male. The target lesion was mid lad and the 1st diagonal. The lesion was a de novo, heavily calcified and moderately tortuous. There was 90% stenosis. For the mid lad, pre-dilation with a balloon (lacrosse 2.75/20mm) was conducted at and then a 1st cypher select+ (3.0/33mm) was delivered to the target lesion, but it would not cross the target lesion. Therefore parallel wire technique was conducted and pre-dilation with a balloon (nc sprinter 3.0/20mm) was conducted, and then physician tried to redeliver the 1st cypher select+ but was unsuccessful. Therefore the physician stopped using the 1st cypher select+ and a non-cordis stent (xience 3.0/30mm) was implanted at (B)(6) successfully. In the 1st diagonal, a 2nd cypher select+ (2.5/13mm) was delivered to the target lesion. While increasing pressure to inflate the cypher select+ balloon from 6atm to 8atm after positioning the 2nd cypher select+ to the target, the pressure of the inflation device decreased rapidly and blood was flowing back into the inflation device so the physician suspected the rupture. The 2nd cypher select+ was withdrawn from the patient and balloon rupture was confirmed at the proximal end of the balloon. Therefore the physician stopped using the 2nd cypher select+ and poba was thoroughly conducted with a balloon (nc sprinter 3.0/20mm), and the procedure was finished successfully without stent implantation at (B)(6). There was no patient injury reported. Both products will not be returned for analysis because it was discarded by the hospital due to the patient's infectious disease (B)(6).